Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified ostial/proximal left anterior descending artery (lad). Rotablation was performed using a 1.50 rotapro which was upsized to a 1.75mm burr. Pre-dilatation was performed with a 2.75x20 nc emerge followed by a 3.00x20 nc emerge balloon catheter. However, on the third inflation of the 3.00x20 nc emerge at 18 atmospheres for 5 seconds, the balloon was noted to have burst. The balloon was removed and another nc emerge balloon catheter was used. The vessel was later stented using a 2.75x38 and a 3.00 x16 synergy drug eluting stents. Good angiographic result at the end of the procedure and no patient complications were reported.